Event description:
It was reported that a patient implanted with an impella cp experienced optical signal loss and "impella in aorta" alarms. The pump was repositioned to resolve the alarm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.